Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the articulating head screwdriver was being used to put a 30mm screw into the acetabular shell, and the doctor torqued on the screwdriver to get the final couple of turns and the head of the screwdriver snapped off. The head of the screwdriver was welded into the dome hole of the shell where it remained. Surgeon was unable to get it out. After trying, he put the real liner in the shell and was able to seat it all the way down. Rest of surgery went according to plan.